Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during distal radius fracture surgery on (B)(6) 2013, the surgeon reduced the fracture and placed k-wire fixation. After the surgeon repositioned and implanted the plate, the surgeon chose fix mode in a positioning hole. He then inserted and locked the screws in each hole. Reportedly when he was inserting and locking the screw in the distal hole in the distal row, most ulna hole, the screw penetrated through the hole. The surgeon then replaced the plate with a new plate and completed the procedure. It was reported the surgeon completed the surgery using the global technical procedure, he chose fixed mode and did use a torque limiter (0.8nm) in lock. No further information was provided. This is 1 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained articles were sent to our product manager for testing and investigation; here the feedback. The head thread of the screw is badly damaged. The entire thread is worn out and crushed together. The star drive is damaged too. By the plate there we discovered damaged threads. Some pitches of the thread are completely worn away. Therefore we assume that the screw was screwed into the plate with an overload of force, which resulted to the penetration of the hole and the damage on the screw. We could not find any deviation to our specifications. No product fault could be found.